Manufacturer narrative:
The technician checked the nurse call and found that it functions as designed, no repair needed.

Event description:
The account alleged the nurse call did not function. No patient impact.